Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging. A root cause for the reported dislodged cannula could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The device generated an 0x18 alarm indicating the pod has reached expiration empty reservoir. This is a safety feature that does not indicate a device failure. The reservoir was confirmed to be empty. No damages or defects were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the (arm) causing the cannula to dislodge and leaking was observed.